Event description:
On (B)(4) 2012, abbott point of care was contacted by a customer regarding pt/inr cartridges that yielded a discrepant pt/inr result. Method: I-stat, time: unk, inr: 5.2. Method: stago, time: unk, inr: 3.0. No repeat on either method. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). An investigation was completed on 03/14/2012 and a deficiency was identified. (B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.